Event description:
(B)(4). It was reported that balloon positioning/placement problem occurred. In (B)(6) 2013, the subject's qualifying condition as stable angina. Abnormal fractional flow reserve (ffr) indicated ischemia prior to procedure and the subject was referred for cardiac catheterization. The index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 90% stenosis, a length of 5 mm, and a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation using a 3.0 x 15 mm emerge balloon catheter however, angiography post predilatation revealed 90% residual stenosis. It was felt that the balloon "did not remain stable in the lesion". A second 3.0 x 20 mm emerge balloon catheter was then used to dilate the target lesion with 50% residual stenosis. A 3.00 x 12 mm study stent was placed with 9% residual stenosis. Post deployment, jailing of 3rd diagonal branch was noted; however, there was no compromise in the flow and a normal antegrade flow was noted. No occlusive dissection was noted. The subject was discharged on dual antiplatelet medications on the same day.

Manufacturer narrative:
Device evaluated by MFR:the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).